Event description:
On 10/1/1998 following a percutaneous transluminal coronary angioplasty procedure, a physician attempted to deploy an angio-seal device in a pt's right groin. While tamping the collagen and attempting to create the anchor-arteriotomy-collagen sandwich, the collagen and suture were entirely withdrawn from the pt. The anchor was not attached. Bleeding occurred, therefore manual pressure was held for 20 minutes with hemostasis achieved. There was no apparent sequelae noted. The pt remained hospitalized pending a coronary artery bypass surgery, and was subsequently discharged in satisfactory condition. As of 11/9/998 there has been no further report to the MFR of complication or pt sequelae.